Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range capture thresholds, a sudden decrease in r-wave measurements, and a slight decrease in pacing lead impedance were observed. A chest x-ray showed negative results for externalized conductors and dislodgement, and there was no noise on the lead. The lead was capped and replaced. The patient was stable post procedure.